Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal baclofen (unknown), fentanyl, and dilaudid (hydromorphone) at unknown concentration/doses via an implantable pump for non-malignant pain. The patient reported that on saturday afternoon, they had some unusual issues with their pump and was told to go to the emergency room (ER). Patient stated at 8pm, patient's wife told them to go to the hospital if they still were not feeling well. Patient stated they waited 6 hours at the ER, but no one showed up to check the pump, so they left around 2:30am and took 'another valium' to calm themselves down. Patient inquired why medtronic would not send a representative to check their pump. Patient stated they know their body more than anyone and they could feel that something was wrong. Patient stated they were concerned that the pump was pushing too much medication into them. Patient also mentioned that their pump was pulsating and they felt like something was wrong with it so they were 'tripping out.' Patient stated this was their third pump 'in my stomach' and they did not normally 'trip out' about their pump and they were 'not a worry person.' Patient stated they were really distressed that something was wrong and was upset that nobody from medtronic was able to check the pump when there were doctors trying to call someone to assist them. Agent redirected to healthcare provider to further address the issue.